Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that cadd legacy plus, mdl 6500, pumps were malfunctioning when connected to patients. It was reported the patients called support, but troubleshooting could not resolve the issues and they were advised to have the pumps switched out. Per reporter the pumps made a series of beeps, however they did not infuse, and no error codes were displayed. No additional information is available.